Event description:
The customer reported that the ECG connector has loose contact. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.